Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pumping was stopped. The user's blood glucose (bg) level was 500 mg/dl and the user addressed bg level with a bolus. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.